Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The pump was also received with case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
The customer's father reported via phone call that side of the insulin pump was cracked. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.